Manufacturer narrative:
(B)(4). MDR 9610877-2016-0032 is being submitted for the additional patient involved in the event. The territory manager inspected the colonoscope, as per instructions for use, at the facility and confirmed the colonoscope was fit for use. In addition, the facility continued to use the colonoscope in procedures after the events occurred which indicate the physicians had determined the colonoscope was fit for use as per instructions for use. As a result, the device was not returned to pentax for evaluation after the event occurred. This MDR was initiated as part of a retrospective assessment of complaints/events in the us. As part of this assessment, pentax medical evaluated all us events/complaints received for currently marketed bronchoscopes, colonoscopes, and gastroscopes. The results of this retrospective assessment prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating the physician used pentax video colonoscope model ec-3890li/serial (B)(4) on 2 different patients and thinks that something on the scope caused lacerations. No further information was received on the patients involved in the event. The territory manager inspected the colonoscope, as per instructions for use, at the facility and confirmed the colonoscope was fit for use. The facility continued to use the colonoscope in procedures after the events occurred which indicate the physicians had determined the colonoscope was fit for use as per instructions for use. The colonoscope was not returned to pentax medical for evaluation after the event occurred. The facility was given the pentax medical regulatory contact name and was asked to contact pentax medical if their internal investigation determined the colonoscope may have been the root cause of the event. Pentax medical was not contacted which would suggest the colonoscope was not considered by the facility to be the root cause of the lacerations. A device history review was performed on 03/31/2016 confirming the video colonoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.